Manufacturer narrative:
The pump in style advanced (pnsa) starter breast pump was received on 4/22/2016 and evaluated by quality engineering on 5/3/2016. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. See attached product evaluation for details. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing low milk expression with her pump in style advanced (pnsa) starter breast pump. The customer stated that she was getting clogged ducts and developed mastitis twice around the 8 month mark of pumping. In follow-up with a medela clinician on (B)(6) 2016, the customer clarified that she took antibiotics and rented a medela symphony breast pump which resolved her symptoms. The customer was sent a replacement pump and has since not reported any issues. The medela clinician recommended use of lecithin capsules 800-1200 mg taken 3 times a day and a symphony breast pump if plugged ducts reoccur.